Event description:
It was reported that the patient had the system trial in 2008. The system was implanted at about 2 weeks later. The patient experienced sepsis 17 days after. The patient was admitted for sepsis and system removal for 3 days. The system was reimplanted 2 months later. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.